Event description:
A revision surgery was performed due to humeral stem loosening caused by a suspected chronic infection as well as dislocation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.